Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced bleeding at the abutment site. Subsequently on (B)(6), 2015, the site was cleaned and cauterized. The implanted device remains.